Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2012, a 25mm trifecta valve was implanted. On (B)(6) 2020, the patient presented to the hospital with acute cardiac insufficiency. An echocardiogram was performed and it was observed that one leaflet was outside of the commissures in situ. A surgical intervention was performed to explant the valve and replace it with a non-abbott valve.

Manufacturer narrative:
Explant was reported due to a leaflet tear. The investigation found that all three leaflets were torn. There were microcalcifications at the tear site in leaflet 2. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the leaflet tear could not be conclusively determined, however one of the tears was associated with microcalcifications.

Manufacturer narrative:
Explant was reported due to a leaflet tear. The investigation found that all three leaflets were torn. There were microcalcifications at the tear site in leaflet 2. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. One of the tears was associated with microcalcifications. The other tears are consistent with a non-calcific leaflet tear. A non - calcific leaflet tear is a form of structural valve deterioration (svd), which is a well - known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site. The cause of the non-calcific leaflet tears could not be conclusively determined.